Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported deflation issue (failure) could not be tested due to the condition of the returned device. A conclusive cause for the reported deflation issue (failure) cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The us rx ultra 9-cell 5.0/28mm stent was successfully deployed but the balloon would not deflate. The balloon had to be burst and then removed from the anatomy. There was no difficulty during removal of the protective sheath and the device was prepped according to the instructions for use. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.